Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implant date: (B)(4) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning on the right atrial (ra) lead due to polarity switch. The impedance was within expected range, however, it showed a falling trend on the electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.